Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date of the device is not known. Upon inspection and testing, it was observed that there was peeling on the light guide lens cement. There were scratches on the distal end and the probe unit tip was loose. Screw hole was okay. A crack was observed on the rubber glue at the joint of the insertion tube. There was play of the control knobs.

Event description:
As reported for this event, during the middle of an unknown procedure the doctor made a hole in the distal end of the device. The hole was discovered during reprocessing and how the hole was made is not known. There are no pieces missing from the device. The procedure was completed using the same device. There were no issues withdrawing or inserting the device from the patient. There is no harm or adverse impact to the patient. Details of the patient are not known. The scope was inspected post procedure and the only damage or abnormalities observed was the hole. There was no metal protruding from the scope. There were no kinks or buckles observed in the bending section of the scope. The scope is reprocessed in the automatic reprocessor. The scopes are stored in cabinets.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Although the root cause of the issue that the light guide lens had dirt and was discolored from the gap that was formed cannot be conclusively determined, the following factors can be attributed to the phenomena raised. Excessive impact or the like was applied to the distal end, resulting in a gap in the tip adhesion, from which dirt penetrated the inside of the lens. Although it is within the life span of the device, due to factors such as usage methods and the environment, the part in question has deteriorated and gaps have arisen, causing dirt to penetrate the inside of the lens.